Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient had a break in aseptic technique further described as touch contamination during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis. The patient was not hospitalized for this event. The patient was treated with cefuroxime (125mg/l, daily, intraperitoneally) and ceftazidime (125mg/l, daily, intraperitoneally) for two weeks. The cause was reported to be touch contamination. The patient had recovered from this event. Pd therapy was ongoing. Additional information was requested but is not available.